Event description:
Caller reported a malfunction on the pump with a malf 16 code, and there were no notable events leading up to it. There was no adverse impact to the customer's blood glucose level. Customer was advised by technical support to use multiple daily injections (mdi) as backup therapy and was informed about receiving a replacement pump with updated software. Technical support coordinated the shipping and advised on returning the faulty pump within 10 days, programming the replacement pump, and connecting it to the cgm. Customer was sent a replacement pump and understood all instructions provided by technical support.